Event description:
Procedure type: hernia. According to the reporter: jammed. No tack loading. No pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new info.